Event description:
The femoral implant stop made of pe was missing. Another implant had to be opened. Issue was noticed before implantation. The implant was therefore not used. [Customer].

Manufacturer narrative:
The review of the histrory record showed no deviations. This is the final supplemental report. The complaint is closed.

Event description:
The femoral implant stop made of pe was missing. Another implant had to be opened. Issue was noticed before implantation. The implant was therefore not used. [Customer].